Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient experienced headaches when the stimulation was turned on. There was also a report of a cerebrospinal fluid leakage that resolved on its own. The physician decided to remove the device and there have been no reports of further complications regarding this event.